Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.

Event description:
A customer contacted baxter's technical service center reporting an alarm during last fill and the cg was unable to clear the alarm so he removed the supply bag and added a new one. The caregiver (cg) stated the heater bag had a small amount of fluid remaining and the supply bag was empty. The cg stated the heater bag pulled fluid up to warm and completed the therapy. The cg stated that after therapy was completed there was still about 500ml left in the heater bag. The technical service representative (tsr) explained the possible reasons for left over fluid and advised the cg that by removing the supply bag and adding the new one, he compromised the set up. The tsr advised cg to call the peritoneal dialysis nurse (pdn) and explain about removing a bag and adding another. The cg understood and the tsr advised the cg in the future when needing more fluid to add bag to unused line in the organizer or call for assistance. The cg understood. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240 and the caregiver (cg) that disconnected/reconnected a solution bag during therapy. Per the pdn, they did follow up with her regarding the alarm/changing of the solution bag. The pdn stated she advised the cg/home patient (hp) that they should not change out supplies. The pdn also stated that she changed the prescription to allow for more fluid. The pdn stated the hp was doing fine with therapy on the cycler. The pdn stated the hp was given an antibiotic as a precaution. No patient injury was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.